Manufacturer narrative:
Lot review of suspected lots: a review of suspect lot# 3190350 showed that (B)(4) units were manufactured, tested, inspected and released in april 2016 citing no exception documents. A review of suspect lot# 3175670 showed that (B)(4) units were manufactured, tested, inspected and released in february 2016 citing no exception documents. Visual inspections: 3/3/2017 - received one used 011-46103-05, safeset¿ transpac it w/03 ml reservoir and single needleless valve, without velcro arm strap, patient mount; lot number is unknown. The transducer and admin tubing was not returned. The separation between the pressure tubing and the safeset syringe was confirmed, there is no tubing remaining in the tubing pocket. Unit was visually examined. A solvent ring was observed all the way around the pressure tubing and solvent residue was observed inside the male luer tubing pocket. Final analysis summary: the reported complaint of tubing came away was confirmed. The root cause of the failure could not be determined. A solvent ring was observed all the way around the pressure tube and inside the male luer tubing pocket. ICU medical through continuous improvement reviewed the process and made enhancements to the manufacturing process.

Event description:
Complaint received regarding one 011-46103-05, safeset¿ transpac it w/03 ml reservoir and single needleless valve, without velcro arm strap, patient mount; lot number is unknown. Report states: the tubing came away from the male luer again between the safeset syringe and the needleless valve. It completely came out of the housing when connected to a patient and nurse was trying to access the unit and take a blood sample. No clinically significant blood loss was noticed after one day of use. No adverse patient consequences reported.

Manufacturer narrative:
Lot review of suspected lots: a review of suspect lot# 3190350 showed that (B)(4) units were manufactured, tested, inspected and released in april 2016 citing no exception documents. A review of suspect lot# 3175670 showed that (B)(4) units were manufactured, tested, inspected and released in february 2016 citing no exception documents.

Event description:
Complaint received regarding one 011-46103-05, safeset¿ transpac it w/03 ml reservoir and single needleless valve, without velcro arm strap, patient mount; lot number is unknown. Report states: the tubing came away from the male luer again between the safeset syringe and the needleless valve. It completely came out of the housing when connected to a patient and nurse was trying to access the unit and take a blood sample. No clinically significant blood loss was noticed after one day of use. No adverse patient consequences reported.